Event description:
It was reported that this patient presented to the emergency room (ER) with symptoms. Upon review, this cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial channel oversensing of ventricular signals and inappropriate mode switches, on stored atrial arrhythmia episodes. It was noted this lasted for 6 seconds. Technical services (ts) discussed programming optimization. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.